Manufacturer narrative:
Analysis of the implantable neurostimulator found no anomaly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an elected implantable neurostimulator (ins) replacement surgery the new ins was displaying impedances that were out of range. All impedances on channel #2 showed impedances greater than 40 ,000 ohms at 3.0 v. It was stated that pre-operation the patient's ins showed normal impedances at 0.7 v. The patient had not reported any issues with the stimulator prior to going into surgery. The new ins was attached to the leads and they tested the impedances. At 0.7v electrodes 8-15 were all out of range. The test was re-ran at 3.0v and electrode 8-15 were still out of range. The leads were removed and cleaned off and the test was run again. Then the leads were switched to see if it was the extension or the ins channel. When that test was run, electrodes 0-7 and 8-15 were out of range. Before the second ins was opened the impedances were tested with the original ins and the impedances were the same as they were prior to surgery. This concluded that the leads were "behaving normally". This ins was not used in the patient. It was reported that the patient was alive with no injury or adverse event. It was also reported that there was no patient symptoms or injuries related to this event.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.